Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 08/18/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2017. Patient stated that painful red welts were noticed upon removal of the sensor on (B)(6) 2017. The location of the reaction was directly beneath the adhesive patch, on the right side of the abdomen, approximately 2-3 inches above the hips. On (B)(6) 2017 it was indicated that the welts had turned purple and were scarring. The patient stated that the welts generally take about 7 days to heal. The affected area was treated with ice and antibiotic cream, which was previously prescribed for bruising. Bruising was not related to diabetes. At the time of contact, it was indicated that the patient was doing fine. No additional event or patient information is available.